Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a medical personnel contacted boston scientific technical services (ts) reporting that the left ventricular (lv) lead was fractured. She had programmed the device to pace and sense in the right ventricle only, but was still seeing lv pacing. Ts discussed how to program bi-ventricular tigger off as the patient was currently in an atrial tachy response (atr) mode switch. Ts explanted that the device will always lv pace in an atr mode switch. It was noted that six days later, the cardiac resynchronization therapy defibrillator (crt-d) was reprogrammed to monitor only due to the patient being placed on hospice care. The patient subsequently passed away. There were no allegations reported that the prior lv lead issue caused or contributed to the patient's death. The local field representative was contacted and confirmed the lead was not checked when the field representative turned off the device for hospice. She did review the quick notes from the programmer and noted the lv lead was turned on at the time defibrillation therapy was turned off. The last lv measurements taken appeared to be normal. The field representative confirmed there were no reported allegations linking the lv lead to the patient's death.